Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (1) pcu front case is being replaced due to light indicators and power button not working. Biomed state that: "cannot turn on device therefore cannot perform keypad test to see if other keys are working or not." There was no patient involvement.

Event description:
It was reported that (1) pcu front case is being replaced due to light indicators and power button not working. Biomed state that: "cannot turn on device therefore cannot perform keypad test to see if other keys are working or not." There was no patient involvement.

Manufacturer narrative:
The customer reported complaint of pcu modules will be replaced due to light indicators and power button not working was confirmed. Test results identified that certain keys were not functioning on the returned keypads. An internal inspection was performed. Each layer of the front cases was removed and inspected for anomalies. Signs of fluid ingress was visible on received keypad. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer. Becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Electrical failure ¿ design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only keypad was received for investigation.